Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/25/2016. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a bilateral hernia procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, the staples did not fix / adhere in the tissue. It is unknown how the procedure was completed. There were no reported patient consequences. No further information is available.

Manufacturer narrative:
The device was returned in good condition. No visual damages were presented on returned device. The provided device was unblocking the trigger; another 1 strap was delivered properly. This failure could happen when device is not correctly activated during surgery process (not squeezed all the way). Excessive wear and tear was found on the ratchet component as proof of mishandling.